Manufacturer narrative:
Manufacturing review: the lot met all release criteria. Device history records (DHR) was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards to the described problem. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the complaint of a stuck guidewire was confirmed and the cause was determined to be use related. The product returned for evaluation was a 0.038" x 70cm guidewire and an 18ga introducer needle. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was found to be broken with the coil wire being unraveled. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. Microscopic examination of the fracture sites revealed the following: shearing of the core wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle); narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire; damage to the inside edge of the introducer needle which can occur if the guidewire is forcefully retracted against the needle, damaging the shape of the sharpened bevel; a region of tightly coiled guidewire was seen immediately adjacent to a region of loosely coiled wire; indicating the region where the needle contacted the guidewire normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. The product instruction for use (IFU) contains the following information which may be relevant to this type of event, "if the microintroducer guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
Unable to advance guidewire through needle after 10cm. Also unable to retrieve guidewire (stuck in needle) even after complete removal.